Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 2 days of wearing the adc freestyle libre sensor. Customer further reported she experienced a seizure and loss of consciousness. Customer's husband called paramedics and administered "juben" orally, and injected an unspecified dose of glucagen glucagon. Paramedics arrived and obtained a blood glucose level of 58 mg/dl on the paramedic meter, but did not administer treatment. Customer was diagnosed with severe low blood sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for libre sensors and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for libre sensor and concluded that there were not any new non-conformances identified with the product, as the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 2 days of wearing the adc freestyle libre sensor. Customer further reported she experienced a seizure and loss of consciousness. Customer's husband called paramedics and administered "juben" orally, and injected an unspecified dose of glucagen glucagon. Paramedics arrived and obtained a blood glucose level of 58 mg/dl on the paramedic meter, but did not administer treatment. Customer was diagnosed with severe low blood sugar. There was no report of death or permanent impairment associated with this event.